Event description:
Related manufacturer reference number: 2017865-2022-06846. It was reported the left ventricular lead exhibited loss of capture. Fluoroscopy confirmed the cause was dislodgement. The left ventricular lead was explanted and replaced. During the procedure, the physician was unable to tighten the set screw on the implantable cardioverter defibrillator(ICD). The ICD was explanted and replaced. The patient was recovering after the surgery.